Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2, ise indirect k for gen.2, ureal urea/bun and creatinine results obtained from the initial aliquot sample when compared with results obtained from the primary tube sample of one patient tested on the cobas 8000 cobas c 701 module. It is unknown if the initial results were reported outside of the laboratory. The units of measurement were not provided. The initial phosphate result from the aliquot sample was 2.3. The repeat result from the primary tube was 0.93. The initial potassium result from the aliquot sample was 8.79. The repeat result from the primary tube was 4.39 the initial bun result from the aliquot sample was 15.5. The repeat result from the primary tube was 7.8. The initial creatinine result from the aliquot sample was 614. The repeat result from the primary tube was 111.

Manufacturer narrative:
The investigation found that the preventive maintenance was 15 months overdue. The issue was limited to a single patient which suggests that it was caused by a single patient sample tube. Additional information regarding the event was requested but not provided.